Event description:
A (B)(6), male, pt's spouse, contacted zoll customer support to report several 204 service codes. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Eval summary: device eval of electrode belt sn (B)(4) has been completed. The reportable problem (service code 204) has been confirmed. Upon eval, the trunk cable connector was broken. The cause of the code 204 is a disruption in communication between the electrode belt and monitor. The cause of the disruption in communication is the damaged wires in the damaged connector. The cause for the damaged connector is excessive force placed on the trunk cable. The source of the excessive force cannot be positively determined. No adverse event resulted from the damaged connector. The pt received a replacement electrode belt.